Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.